Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5040472) in united states on 22-may-2015 which refers to herself. She is a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Consumer reported that she had the essure device placed in 2010 and since then she has experienced many side effects. She used to have no cramping in her body, now she has pain that shoots down her right leg and up her back. She no longer bled with her cycle in a healthy manner. She sat on the toilet and huge clots of blood fall from her body. She was no longer able to wear any sort of metal jewelry whether pure gold or not her skin turned green. A month ago, she was unable to stand for approximately 18 hours due to pain in her uterus after intercourse. She went to the doctor and they were unable, after an ultrasound, to locate the right coil, but the left one has migrated and implanted itself into her uterus. Consumer bled for 3 weeks after having the procedure done. The doctor who did it told her that it was fine. They were recommending a hysterectomy to remove her uterus before more damage was done to her body. She would be meeting with a surgeon on a date not reported. No additional details were provided. The seriousness criteria intervention required was mentioned in the section event outcome in the source document but is was not assigned and/or specified to one of the events in the narrative. Ptc investigation result was received on 03-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information was received on 01-jul-2015 from consumer. This case was upgraded to incident. Consumer's date of birth was provided. This report refers to a (B)(6) female consumer. She denied any previous gynecological problems or procedures and any other relevant medical history or concurrent conditions. Essure lot number 20227514 was implanted 6 months after pregnancy. She had no sex after essure insertion and before total occlusion confirmation. In (B)(6) 2010 hsg (hysterosalpingogram) test was performed and occlusion was confirmed. On unspecified date she started experiencing severe clotting during cycles, pain that shot through her lower back, down to right leg; she was able to feel the coils during yoga poses that afterward would cause considerable pain for hours very acutely where the coils were placed. It got worse as the years went by (she had them for 5 years), until finally one day she was unable to stand up straight after intercourse. She missed days of work due to pain. She was unable to urinate during that time of not being able to stand and the pressure of pain was not allowing to. On (B)(6) 2015 essure devices were removed via microsurgery. Hysterectomy or salpingectomy was not necessary. There was no infection after surgery. It was stated that both coils were in the "right place" but the left coil had bent back over itself. She recovered from the essure removal procedure. It was reported that the essure coils caused the pain and unusual cycles that she experienced. She stated she has never had clots or pain that shot through her body, never had pain after intercourse that prohibited from standing upright, never been so allergic to metal or not able to do yoga poses because of pain in her abdomen for hours after, until essure. The symptoms/pain resolved after surgery. She reported that she even bleed normally during her cycles. She did not want the physician to be contacted (maybe when the lawsuit comes). No further information was provided. Follow-up received on 08-jul-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: lot number: 20227514; production date: dec-2009; expiration date: dec-2013. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The ae case refers also to a device physical property issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this non-medically confirmed, potential legal and spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and bled for 3 weeks after having the procedure done (after essure insertion). She experienced huge clots of blood fall from her body (seen as genital bleeding) and was unable to stand for approximately 18 hours due to pain in her uterus after intercourse. She went to the doctor and they were unable to locate the right coil (seen as device dislocation), but the left one has migrated and implanted itself into her uterus (seen as device embedded). Upon receipt of follow-up information, it was reported that the essure devices were removed via microsurgery and neither hysterectomy nor salpingectomy were necessary. Both coils were in the correct place but the left coil had back over itself. Therefore, the events seen as device dislocation and device embedded were deleted. She also experinced abdominal pain, allergic to metal and was able to feel coils during yoga poses (seen as medical device discomfort). All events, except for the event uterine pain, are listed in the reference safety information for essure. All these events were considered serious due to medical importance. In this case, consumer experienced these events after essure insertion. Given the nature of the events and based on the information provided, a causal relationship between these events and suspect insert cannot be excluded. This case was upgraded to incident since intervention was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Additionally, non-serious events were reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs